Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was fractured approximately 5.0 cm from the proximal end, and the coil was intact with the pusher assembly. The proximal end of the introducer sheath was damaged and the pet-friction lock was missing. Conclusion: the complaint has been evaluated. The compliant indicated that upon removal of the pc400 coil from the packaging, the pc400 coil was found kinked and was not used. A new pc400 coil was used to continue the procedure. Evaluation of the returned device revealed a fractured pusher assembly. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is applied, it is likely that damage such as this occur. Further investigation revealed that the proximal end of the introducer sheath was damaged and the pet-friction lock was missing. The px slim mentioned in the complaint was not returned for evaluation. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in rectal aneurysm using penumbra coil (pc400) coils. Upon removal from the packaging, the pusher wire of a pc400 coil was found kinked and was not used. The procedure continued successfully using a new pc400 coil.